Manufacturer narrative:
Device was used for treatment, not diagnosis. Acta orthopaedica belgica, volume 74, number 5, oct 2008. Placeholder.

Event description:
Journal abstract received: a technique to remove a broken guide wire transfixing the hip joint; sharma h., chauhan m., maini l.; acta orthopaedica belgica. 2008 oct; 74 (5):683-685; reported: during core decompression and fibular grafting procedure for an avascular necrotic femoral head, a broken guide wire was retrieved from an unknown patient. It is unknown if the product was a synthes device. A copy of this literature abstract is being submitted with this medwatch. This is 1 of 1 report for complaint (B)(4).